Event description:
On (B)(6) 2022, the patient underwent placement of 5 spiration valves (3x svs-v7-00, 2x svs-v9-00) in the right lung, lower lobe. One day post procedure, on (B)(6) 2022, patient developed significant pneumothorax on the right-side necessitating placement of chest tube and endotracheal intubation. Patient was transferred to the ICU for further management. Physician states the pneumothorax was related to the valve placement. Three days post placement of the chest tube, on (B)(6) 2022, the chest tube was removed, and patient was transferred out of ICU. On (B)(6) 2022, the patient developed partial pneumothorax on the right side and a chest tube was re-inserted. Patient was in atrial fibrillation and treated with metoprolol and transitioned to amiodarone. On (B)(6) 2022, the patient was stable, and the chest tube was removed. On (B)(6) 2022, the patient went back into atrial fibrillation with rapid ventricular response with aberrancy and became hypoxemic requiring partial nonrebreather, patient was bolused with 150 mg of IV amiodarone and transferred to the medical ICU. Physician states this was not related to the valve placement. On (B)(6) 2022, the patient was stable and discharged home with plan for pulmonary rehabilitation.

Manufacturer narrative:
Five spiration valves (3x svs-v7 2x svs-v9) were placed in the patient. A total of five event reports were filed separately, one report for each device. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.